Manufacturer narrative:
Continued e.1 postal code: (B)(6). Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture of the implant was found" diagnosed via ultrasound. This record is for the left side. Device has been explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.